Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (320 mg/dl) and diabetic ketoacidosis. Reportedly, a "sticky reside" near the base of multiple cartridges was observed. Insulin was considered to be degraded. Contact reported that customer was not using expired insulin; however, insulin had been exposed to an environment that can degrade insulin. Prior to hospitalization, customer attempted to treat elevated blood glucose with manual injection. Customer was treated with intravenous fluids and insulin. Customer was released from the hospital on (B)(6) 2016.